Event description:
Baxter sales representative received report from customer indicating a no flow issue on this device. Customer reported approximately 8-10 issues with blockage on this device during patient use. Patient has replaced the device and therapy has been continued. On two of the devices the nurse was able to flush the device when device was not attatched to the tubbing. No patient injury has been reported at this time. No additional information is available at this time.